Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that on an unspecified number of occasions, the haptic of intraocular lenses were broken with the injector. Patient harm was not reported. Additional information has been requested however, further information has not been received.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of haptic broken by injector; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided - see below. The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).